Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported detachment of device component (actuator knob) resulting in material protrusion (actuator mandrel- proximal) appears to be related to user technique of retracting the actuator knob. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system and steerable guide catheter referenced are filed under separate medwatch reports.

Event description:
This is filed to report the actuator knob and mandrel issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter (sgc) was inserted and the first clip (80222u118) was advanced to the mitral valve leaflets and positioned. During deployment when the actuator knob was pulled, the knob and the actuator mandrel came out of the system; however, the clip deployed successfully. At this point, a structure was visible on the tip of the sgc (could have been thrombus and/or tissue). The procedure continued and a second clip (80221u150) was positioned. During deployment when the actuator knob was pulled, the knob and actuator mandrel came out of the system. The clip still deployed successfully, reducing mr to 1. When the cds was removed, the thrombus or tissue disappeared. It was commented that the actuator knob may have been pulled too hard. The patient remained stable. There was no reported adverse patient sequela or a clinically significant delay during the procedure. No additional information was provided.